Event description:
Embolectoctomy catheter (baxter model 120804f l0t #517l8962 - eo date 12-97 - use before date 4-00) balloon broke off in pt's right femoral profunda artery and unable to retrieve. Balloon catheter tested prior to insertion, per usual procedure without incident. Inserted into pt's right femoral artery and inflated. Would not subsequently deflate and removal was difficult. Upon removal, balloon rubber was noted to be missing. Supervisor and don notified. Product quality report for FDA generated. Baxter vascular rep. Also notified.